Event description:
The device reportedly overinfused some time in 2001. An unknown volume of a solution was set to infuse at a rate of 8 ml/hr. During the course of the infusion, the nurse put the device on hold, but the fluid continued to drip. The nurse opened and closed the door and the drip continued. Once she took the tubing out of the device, the nurse nor the biomedical technician could re-create the reported drip. No patient injury occurred.